Event description:
On (B)(6) 2024, apifix was informed of an alleged implant ratchet failure in patient #(B)(6), a 19-year-old female treated for 48° thoracic idiopathic scoliosis with the apifix device in (B)(6) 2023. The device has retracted, causing pain and snapping, and the patient seeks device replacement to continue scoliosis correction.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: on (B)(6) 2024, apifix was informed of an alleged implant ratchet failure in patient #(B)(6), a 19-year-old female treated for 48° thoracic idiopathic scoliosis with the apifix device in (B)(6) 2023. The device has retracted, causing pain and snapping, and the patient seeks device replacement to continue scoliosis correction. On (B)(6) 2024 patient #(B)(6) underwent revision surgery during which the mid-c was swapped with a new one. No report of patient harm/complications was received. Corrective action: ratchet malfunction (resulting in a backup of the distraction) can result from physical trauma, practicing high-demand sports, and tissue growth inside the ratchet mechanism. Ratchet malfunction may be a coincidental finding and may also be reported together with pain/curve progression/noise. The company took several actions to mitigate ratchet malfunction: eco-13, the ratchet flat spring component was changed to a thicker spring (from 0.15 to 0.25mm). Eco-59, addition of a stopper pin to prevent the pole from dislocating from the base and inherit from the design to prevent the collapse of the ratchet. In march 2020, a highlight of the risk associated with practicing high-demand sports was added to the mid-c training presentation. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment. The risk of the ratchet malfunction has been assessed and found to be acceptable. The risks have been quantified, characterized, and documented as acceptable within full risk assessment the explanted device was not returned to apifix for further evaluation. Apifix is closing this complaint at this time but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If new relevant information is made available, apifix will re-open and update the complaint record and file a follow up medwatch report.